Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("it was fragmented") in a 26 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis, urethral stenosis, nickel allergy, fibroids, dyspareunia, pelvic pain and left lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (loop electro excision, diagnostic laparoscopy, excision of tubal foreign body, hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2014: final microscopic diagnosis: a urinary bladder biopsy 1 benign urothelial mucosa with mild to moderate chronic inflammation. 2 cd117 immunostain shows mast cells/mm2 in the submucosa, muscle is not present b cervical cone biopsy. 1 mild dysplasia (cin-1) with associated hpv changes. 2 margins negative. C. Foreign bodies bilateral tubes removal: foreign body, gross description. Gross description: the specimen is labeled "foreign body bilateral tubes 'and consists of two segments of wire measuring 4 6 and 3 0 cm in length two portions of coiled wire are also present the same container measuring 2.0 and 3.0 cm respectively in length. [Ultrasound pelvis] on (B)(6) 2014: findings: 1, uterus is 9 x 4 x 4.6 cm. There is a small anterior myometrial fibroid in the lower uterine segment anteriorly measuring 10 x 7 mm, the endometrium is physiologic 5 mm in thickness. 2, right ovary is 3.5 x 2.5 x 2.7 mm, is a simple dominant follicle 2 cm in diameter. The left ovary is 4 x 2.3 x 4.2 cm. 3. Echogenic linear foci are demonstrated in both corneal areas related to tubal tigation devices. There is a trace of free fluid in the cul-de-sac. Impression: endovaginal pelvic sonogram demonstrates no acute pelvic abnormality. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical device removal was updated as device breakage. Reporters, patient information, medical history, lab data, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("it was fragmented") in a 26 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis, urethral stenosis, nickel allergy, fibroids, dyspareunia, pelvic pain and left lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (loop electroexcision,diagnostic laparoscopy,excision of tubal foreign body,hysteroscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2014: final microscopic diagnosis: a urinary bladder biopsy 1 benign urothelial mucosa with mild to moderate chronic inflammation 2 cd117 immunostain shows mast cells/mm2 in the submucosa, muscle is not present. B cervical cone biopsy. 1 mild dysplasia (cin-1) with associated hpv changes. 2 margins negative. C.foreign bodies bilateral tubes removal: foreign body, gross description. Gross description: the specimen is labeled "foreign body bilateral tubes 'and consists of two segments of wire measuring 4 6 and 3 0 cm in length two portions of coiled wire are also present the same container measuring 2.0 and3.0 cm respectively in length. [Ultrasound pelvis] on (B)(6) 2014: findings: 1, uterus is 9 x 4 x 4.6 cm. There is a small anterior myometrial fibroid in the lower uterine segment anteriorly measuring 10 x 7 mm, the endometrium is physiologic 5 mm in thickness. 2, right ovary is 3.5 x 2.5 x 2.7 mm, is a simple dominant follicle 2 cm in diameter. The left ovary is 4 x 2.3 x 4.2 cm. 3. Echogenic linear foci are demonstrated in both corneal areas related to tubal tigation devices. There is a trace of free fluid in the cul-de-sac. Impression: endavaginal pelvic sonogram demonstrates no acute pelvic abnormality. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.